Event description:
The customer reported "charging port hard to connect cable". There was no reported adverse impact to the customer. Customer declined further troubleshooting from tandem technical support regarding the issue. No additional patient or event information was available.